Event description:
On april 5, 2002, level 1, inc. Received a medwatch report from ecri. The report alleges that a pt undergoing a cardiopulmonary bypass procedure arrested and air was observed in the right ventricle as well as in the anominent vein.